Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device received with corroded quick connect and faded line cord. Outdated pcb and power switch. Speaker did not work. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's indicated failure was confirmed, and the root cause was the pcb. Replaced outdated pcb and power switch cable, as well as the retainer and quick connect. Performed pm and calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature was not stable during preventative maintenance. There was no patient involvement and unknown harm/adverse event reported.